Event description:
Caller reported the relion meter was showing low readings. Caller's family member was sent home from school with a headache and stomachache. At home, pt was given insulin. Later, pt was breathing heavy. Readings were between "286 and 300 something." Pt could not walk or hold themselves up. The dr sent them to the intensive care unit. At the hosp, pt was registering critical blood levels over 600 mg/dl.